Event description:
It was later reported there were no reports of infection initially. The first report of a problem was (B)(6) 2012; it was red and swollen. On (B)(6) 2012, there was a report of fluid leakage. The pump was delivering dilaudid; concentration 35 mg/ml; dose 6.496mg/day.

Manufacturer narrative:
Product ID 863720 lot# serial# (B)(4), implanted: 2013 (B)(6), product type pump product ID 8709 lot# j10883r34, implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type catheter. (B)(4).

Event description:
It was reported, the pump was explanted due to an infection. A new pump was implanted. The pump was delivering dilaudid. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).